Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an alert for high, out of range pacing lead impedance. No lead anomalies were seen on x-ray. Lead was explanted and replaced.